Manufacturer narrative:
Device evaluation: the affected device was discarded by the user and is not expected to be returned. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a cardiac procedure air was introduced into the system through the hemostasis valve. The air was found before it was injected into the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
One device was returned for evaluation. A leak could only be reproduced at vacuum levels exceeding the product's specification. The complaint was unable to be confirmed when operating the device per the instructions for use. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.